Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the thigh, which is off-label usage of the device on (B)(6) 2025. The date of the event is an approximation. Approximately six months prior to this report, the patient experienced a detached sensor wire. Upon removal of the sensor, the patient alleged that the sensor wire had detached from the sensor pod and remained embedded in the skin, subsequently leading to a foreign body infection. On or around (B)(6) 2025, the patient sought evaluation at the emergency department (ed) alone. The attending physician declined to extract the wire and referred the patient to another physician within the same hospital. The second physician also opted not to remove the wire, instead recommending that the patient allow the area to heal naturally. The patient was discharged the same day with a prescription for an unspecified oral antibiotic to treat the infection. The method used to diagnose the infection was not documented. At the time of this report, the patient confirmed that the infection had resolved following treatment. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).